Event description:
The unit did not provide an audio tone following the upgrade. There was no pt harm.

Manufacturer narrative:
Evaluation results concluded that the failure was isolated to the main board.